Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported discrepancy in his sensor glucose and blood glucose readings. The customer stated his blood glucose would be 160 mg/dl and sensor glucose would be 60 mg/dl. The customer also reported he had issues with bent cannulas and that the cannulas would not go all the way in. Customer also mentioned a no delivery alarm had occurred. He declined to troubleshoot for the no delivery alarm as it was cleared. The customer also reported there was a scratch or crack on the display of his insulin pump. Customer stated, he was still able to read his display. The customer was advised to monitor the insulin pump. Customer's current blood glucose was 272 mg/dl. No additional information provided.